Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and transient ischaemic attack ('tia's') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches"), cyst ("cysts"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed hysterectomy (full),oophorectomy (bilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, transient ischaemic attack, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, cyst, uterine leiomyoma, bladder disorder and urinary tract disorder had resolved and the psychological trauma, fatigue and headache outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cyst, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, transient ischaemic attack, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for- pain, bleeding. Medical leave related to essure yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event pelvic pain, , tia's, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), psych injury, fatigue, headaches, cysts, fibroids, bladder problems and urinary problems. Patient demographic details, reporter and product information was added. Lab "dada" added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), transient ischaemic attack ("tia's"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches"), cyst ("cysts"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem") and migraine ("migraines / headaches") and was found to have uterine leiomyoma ("fibroids") and breast cancer ("breast cancer"). The patient was treated with surgery (ablation and essure removed hysterectomy (full),oophorectomy (bilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, transient ischaemic attack, cyst, uterine leiomyoma, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, psychological trauma, fatigue, headache, migraine and breast cancer outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, breast cancer, cyst, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, transient ischaemic attack, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding. Medical leave related to essure- yes date(s) of insertion- (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received: reporter was added. Patient's demographic was added. New events- abnormal bleeding (vaginal), breast cancer, migraines / headaches were added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.